Event description:
Philips received a complaint from the customer on the v60 indicating that the device would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The average air standard liter per minute (slpm) on the pneumatic screen was -1.5 with the flow set to zero. The rse advised to the customer that the reading was out of tolerance for the performance verification testing (pvt) air flow testing, and this was causing the v60 not to go into standby mode. The rse then provided the customer with the part number for the flow sensor assembly to order and replace.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.